Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the manufacturer representative reported that the patient's device was always working, there was no issue with the device, and when it was checked at the doctor's office in (B)(6), it was working fine. The patient's program was adjusted and set to a comfortable level. The patient didn't have an icon programmer, so only one program was able to be adjusted. Symptoms included the patient having to self-catheterize. The manufacturer representative did an impedance check and battery check and both were fine. The device wasn't working well for the patient and a medical assistant also did impedance and battery checks and both were fine. Apparently the event had not resolved.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0mg5n, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported by the patient that she met with representative at hcp(healthcare provider) office because implant was not working. Representative did "something" to implant, but it hurt. Representative was able to get implant to work for patient again. Patient states implant stopped working again. She saw her pcp (primary care provider) and pcp "mashed on" patient's bladder and patient was in pain, even though patient had just used the bathroom. It was determined that bladder was not emptying. Patient has an appointment to see managing hcp on (B)(6) 2015. Event date of implant wasn't working was (B)(6) 2015. Event date of the patient met with representative who "did something" to patient's implant but it hurt patient was (B)(6) 2015. Event date of implant stopped working again was (B)(6) 2015. Event date of the patient met with pcp, "mashed on her bladder" and it caused pain and it was determined bladder was not emptying was (B)(6) 2015. Patient also later reports again that implant was not working and can't go to the bathroom. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.